Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device history review device passed all post sterile inspection checks.

Event description:
A 63 year old male presented in cardiogenic shock. An impella cp was placed and the patient evaluated for subsequent cardiac surgery. After three days of support, the impella pump needed to be repositioned from an aortic position with the pigtail still across the aortic valve. Support resumed afterwards and the patient was transferred to another site where after an off-label prolonged support of 8 days, he was escalated to an impella 5.5. After an off-label prolonged support of 25 days, the patient was successfully weaned and the impella 5.5 removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.